Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the compressor with the relative filters, and the internal fans were checked and cleaned. With a special simulator, the device was tested for approximately three hours with a frequency of 130 beats per minute. All functional checks and diagnostic tests were performed. The device passed all performance and safety tests according to the parent company specifications. The unit was returned to the customer and cleared for clinical use. It was later informed that the compressor was replaced since it had done more than 5000 hours.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an overheat alarm.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).